Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An erratic readings issue was reported with the abbott diabetes care (adc) device. The customer received sensor scan results ranging from 40 mg/dl to 300 mg/dl and experienced loss of consciousness. The length of sensor wear was unknown. When plotted on the parkes error grid, the results fall in the clinically significant c zone. The customer went to the emergency room where an hcp meter reading of 40 mg/dl was obtained while the adc sensor showed 300 mg/dl. The customer was given a glucose injection for treatment. There was no report of death or permanent impairment associated with this event.